Event description:
It was reported that pump displayed malf 9 malfunction code with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset without recurrence of malfunction code, and was advised to continue pump use and call back if issue returned.